Manufacturer narrative:
(B)(4). Returned meter evaluated with no detect found. Returned test strips produced "lo" readings and black chemistry observed. Most likely underlying root cause of malfunction noted in the complaint: black chemistry due to improper storage. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2014).

Event description:
Consumer complaint of low blood results. Strips are in date. Verified customer is using proper testing technique. Customer last 5 results are: (B)(6) 2014, 92mg/dl, 8:03am; (B)(6) 2014, 102mg/dl, 6:26am; (B)(6) 2014, 91mg/dl, 06:18am; (B)(6) 2014, 91mg/dl, 06:18am; (B)(6) 2014, 83mg/dl, 06:29pm. Customer state that he was fasting. He is not on any medications. Customer normal results ranges I between 80-90mg/dl. Customer state that all of his results are not appearing in meter. He state that he had results from today that were 70. When I had customer to recall meter they were not there. Customer insists on having meter replaced due to the low result of 70.